Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment and the middle printed circuit board of the device. The customer reported alarm condition was not duplicated; however, it was noted in the history. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during routine testing, the device alarmed with a 11/003 (more than 3.6v measured) service alarm code. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.